Manufacturer narrative:
D3: mfg establishment name updated. H3: the device was received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. The used sample was leak tested to 45 psi using a hydrostatic pressure pump. A leak was observed from the filter inlet tubing junction during the pressure ramp, at 1.5 psi. The complaint of leakage was confirmed; however, it was not due to a crack. The probable cause was due to errant solvent application during assembly in tijuana.

Event description:
It was reported that there was a crack in the leaking tube (the joint with the filter). The leak was so bad that the liquid could not be sent forward. It was noticed when replacing, so there is no particular problem. There was patient involvement and no reported patient harm/adverse event.

Manufacturer narrative:
B3: april is the reported month of the event, but exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.